Event description:
It was reported that the study patient was admitted to the hospital due to prolonged wound drainage.

Event description:
Patient was readmitted to the hospital due of sudden hematoma emptying. Treated with vacuum assisted drainage. No signs of infection. Discharged (B)(6) 2015.

Manufacturer narrative:
Examination was not possible, as the device was not returned. The investigation was limited to the information provided. The investigation could not draw any conclusions about the reported event with the clinical details provided. No further investigation is warranted at this time. A review of the device history record was performed which confirmed no inconsistencies. (B)(4).